Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level at the time of the issue was 147 mg/dl. Reportedly, customer continued using pump for insulin therapy.